Event description:
It was reported the patient went to the emergency room on (B)(6) 2014 due to experiencing ileus (intestinal obstruction). As of (B)(6) 2014, the patient's symptoms have resolved. The scs system was not turned on prior to the symptoms and the physician believes the ileus may be attributed to anesthesia medications. As of 03/17/2014, the patient has completely recovered.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.